Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The probable root causes include storage temperature, and or product failure. The manufacturing records cannot be reviewed as no lot or batch number was provided. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that when the dressing was removed from the skin after applying to protect the intact skin, the residue of silicone adhesive left on the skin. The customer feels that the same issues are increasing. No patient harm. No delay was reported. The sample will not be returned due to contamination and further information is not available.